Manufacturer narrative:
If the product is returned, it will not be analyzed as the complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report #: 1627487-2015-07514. It was reported the patient had an infection at the lead site. Drainage and discomfort was noted. As a result, the patient's leads were explanted. Following the procedure, the patient was given oral antibiotics. Follow-up reveals the infection has resolved over time.